Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd image fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, our technician confirmed that the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the suction channel leak, the suction channel kink, the angulation left angulation decrease, the angulation up angulation decrease, and the operation channel (primary) hole at distal body connection; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).